Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter placed per order with 2nd rn. Urine return noted and balloon was inflated. When attempting to secure with stat lock, foley fell out of patient. On troubleshooting it was revealed balloon was faulty or possibly has a hole, as it would not inflate. New foley kit obtained and placed without issue. Requested on sending biobox.